Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); programmer model: 8832 serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was being replaced due to eri (elective replacement indicator). It was stated that as a routine the healthcare provider (hcp) performed a dye study prior replacement, however, did not get any csf (cerebrospinal fluid) return. It was stated that patient had had more pain, but this was not realized to be an issue prior the dye study. As of the date of this report they were to replace the pump and try to aspirate the catheter access port during procedure. The plan was to understand which segment of the catheter was not patent and replace it with a new one. Drug delivered via the device was dilaudid 50 mg/ml. It was later reported they turned the pump way down and were turning it up slowly. The pump was replaced as the battery had died and as reported above the catheter was replaced as the hcp couldn¿t draw back anything. Additional follow-up obtained later further noted that since the hcp could not aspirate catheter, cause unknown, he replaced the entire catheter. Following this he dropped the concentration of dilaudid from 50 mg/ml to 25 mg/ml and started patient out at lowest daily rate possible. He was going to slowly titrate up to a therapeutic level.

Event description:
Additional information received reported they were unsure if the catheter was in the spinal canal, as they were unable to aspirate the catheter. The health care provider (hcp) further stated the patient was ¿just not getting enough drug¿ the patient outcome was reported as non-serious injury/illness.